Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic severe pelvic pain/ pain") and genital haemorrhage ("heavy bleeding") in a 30-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included angioedema (7 episodes from 2012-2016; likely secondary to nsalds vs hereditary) and grand multiparity. Concurrent conditions included body mass index normal, angioneurotic edema, vitamin d deficiency, dysmenorrhea, thrombolysis, fever, allergic reaction to analgesics, bloating, nausea and absent bowel movement. Concomitant products included cholecalciferol (vitamin d), dexamethasone (decadron), diphenhydramine hydrochloride (benadryl), famotidine (pepcid), ketorolac tromethamine (toradol), levofloxacin, methylprednisolone sodium succinate (solu-medrol), pantoprazole (protonix) and paracetamol (tylenol regular). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On (B)(6) 2016, 10 years 1 month after insertion of essure (ess205), the patient experienced swelling face ("facial swelling/ rashes or skin conditions type: swelling"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), uterine leiomyoma ("uterine fibroids"), fatigue ("fatigue"), vomiting ("vomiting"), diarrhoea ("diarrhea"), syncope ("fainting"), cold sweat ("cold sweats") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (abdominal hysterectomy and bilateral salpingectomy with removal of essure devices). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and hypersensitivity had resolved and the genital haemorrhage, abdominal pain, back pain, uterine leiomyoma, fatigue, vomiting, diarrhoea, syncope, cold sweat, swelling face, vaginal haemorrhage, menorrhagia and weight decreased outcome was unknown. The reporter considered abdominal pain, back pain, cold sweat, diarrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, swelling face, syncope, uterine leiomyoma, vaginal haemorrhage, vomiting and weight decreased to be related to essure (ess205). The reporter commented: plaintiff was seen at the hospital over eight times since the essure insertion for allergic reaction symptoms. She reported that on or about (B)(6) 2017, that most of her allergies had resolved since the (B)(6) 2016 surgery. On (B)(6) 2006: external genitalia within normal limits. Pelvic dilated to 6 mm. Bilateral patent ostia. Four trial coils were left in the left ostia and 9 trial coils were left in the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vomiting, diarrhea, syncope, pelvic pain, menorrhagia, facial welling, abdominal pain, hypersensitivity, cold sweats, uterine leiomyoma. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history updated. Indication female sterilization was updated. Events were clubbed with previously reported events. Events: vaginal haemorrhage, menorrhagia, weight decreased were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), uterine leiomyoma ("uterine fibroids"), fatigue ("fatigue"), vomiting ("vomiting"), diarrhoea ("diarrhea"), syncope ("fainting"), cold sweat ("cold sweats"), swelling face ("facial swelling") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (abdominal hysterectomy and bilateral salpingectomy with removal of essure devices). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, uterine leiomyoma, fatigue, vomiting, diarrhoea, syncope, cold sweat and swelling face outcome was unknown and the hypersensitivity had resolved. The reporter considered abdominal pain, back pain, cold sweat, diarrhoea, fatigue, genital haemorrhage, hypersensitivity, pelvic pain, swelling face, syncope, uterine leiomyoma and vomiting to be related to essure (ess205). The reporter commented: plaintiff was seen at the hospital over eight times since the essure insertion for allergic reaction symptoms. She reported that on or about (B)(6) 2017, that most of her allergies had resolved since the (B)(6) 2016 surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.